Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 months post implant of this mitral annuloplasty ring, it was explanted and replaced with a bioprosthetic valve due to symptomatic severe mitral regurgitation. No additional adverse patient effects were reported.